Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, event e226 error occurred because communication failure occurred due to faulty cable. As to the cause of the faulty cable it was likely that it was broken because water entered from the cut mark on the cable. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's issue of ¿not working and shows error e226 when connecting with processor¿ was confirmed. The following findings were noted during device evaluation: image is getting blur after some time. It is due to a faulty charged coupled device (ccd) unit, head packing found deformed, coupler found rusted, and cut marks on cable. Due to that water leakage is coming from it. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
An olympus representative reported that the hd 3cmos camera head is not working and shows error e226 when connecting with processor during maintenance. Upon inspection and evaluation, error e226 is coming on monitor intermittently. It is due to a faulty cable assembly. There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during incoming inspection and evaluation.